Event description:
It was reported that the patient experienced endocarditis in the week following the system implant procedure. The pacemaker, right ventricular (rv) lead, and the right atrial (ra) lead were explanted and replaced as a result of a system infection to resolve the event. No additional consequences were reported.